Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were short interval counts (sic) greater than 500 and nonsustained ventricular tachycardia (vt) event showing noise on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.